Event description:
Caller reported that the tandem mobi pump battery would not charge despite all components being aligned and used correctly. There was no adverse impact to the customer's blood glucose level reported. Technical support sent replacement charging supplies via two-day shipping, and the caller acknowledged receipt but had not yet tested them. Further follow-up was planned if the new supplies failed to resolve the issue.